Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event where the infusion set got off from body and fixed with full set change. Patient reported the infusion set tubing came apart. The location of detachment was close to quick release. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010164, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010164 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12 on 11/nov/2024, with a total of (B)(4) units. The sub-assembly of the lot 4k06616 was manufactured according to wi version 27 in the quickset line, on 11/nov/2024, with a total of (B)(4) units. The sub-assembly of the lot 4k06618 was manufactured according to wi version 27 in the quickset line, on 11/nov/2024, with a total of (B)(4) units. The sub-assembly of the lot 4k06620 was manufactured according to wi version 27 in the quickset line, on 12/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l00865 was manufactured according to wi version 42 and manufactured on the machines mp04, mp05 & mp08, on 09/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.